Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 11pm. The patient manages her diabetes with insulin. At the time of the alleged issue, the patient administered her usual dose of 70/30 insulin (10 units). The patient did not specify developing symptoms; however, early the next morning, emergency medical services (ems) was contacted. The patient reportedly obtained a "very low" result with the ems meter. The patient was administered a glucagon injection as treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (05/29/2013)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter and test strips passed testing with no faults found. Lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.